Event description:
It was reported that the patient underwent a left knee arthroplasty revision of the femoral and articular surface components to address pain, instability, scar tissue and femoral implant loosening approximately three (3) years following the patient's last knee arthroplasty. Initial operative notes noted no intraoperative complications. Revision operative notes note the patient was undergoing a left knee revision with extensive synovectomy and release of scar tissue as well as application of long leg splint under anesthesia. The femoral components and polyethylene were exchanged without complications.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - nexgen cemented option femoral component left size f, catalog #: 00599401691, lot #: 63376531. Nexgen straight stem extension 17mm x 100mm, catalog #: 00598801017, lot #: 62319367n. Nexgen posterior femoral augment block precoat size f 5mm, catalog #: 00599003601, lot #: 63088982. Nexgen posterior femoral augment block precoat size f 5mm, catalog #: 00599003601, lot #: 63088982. Nexgen distal femoral augment block precoat size f 10mm, catalog #: 00599003620, lot #: 62917296. Nexgen articular surface with locking screw green 10mm size e, f, catalog #: 00599404010, lot #: 62227678. Nexgen stemmed precoat tibial component size 6, catalog #: 00598004702, lot #: 63377478. Nexgen tibial block and screws size 6 5mm, catalog #:  00598800626, lot #: 63101473. Nexgen straight stem extension 12.7mm x 30mm, catalog #: 00598801212, lot #: 62719567. Nexgen tibial block and screws size 6 5mm, catalog #: 00598800626, lot #: 63108231. Nexgen standard all poly patella size 35mm, catalog #:  00597206535, lot #: 61113009. The complainant has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. Medical records provided confirmed the patient's reported instability and pain. Radiographic review of x-rays provided identified anatomic alignment and progressive osteopenia with no signs of loosening, wear, radiolucency or abnormalities. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.